Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) presented high shock impedance out of range. Technical services (ts) was consulted and explained the presence of impedance spikes. Technical services (ts) suspects spring contact issues rather than a lead issue. There's no evidence of noise or oversensing. Ts recommended monitoring. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, intermittent pacing impedance out of range. Technical services (ts) was consulted and noise couldn't be reproduced. The lead remains in service.

Manufacturer narrative:
Corrected fields: d2a. Common device name.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) presented high shock impedance out of range. Technical services (ts) was consulted and explained the presence of impedance spikes. Technical services (ts) suspects spring contact issues rather than a lead issue. There's no evidence of noise or oversensing. Ts recommended monitoring. The lead remains in service. No adverse patient effects were reported.